Manufacturer narrative:
The balloon catheter, 2af283 with lot number 53776, was returned and analyzed. Visual inspection of the catheter showed the product was returned with no apparent issues. Smart chip verification indicated that the catheter was used for nine injections. The catheter passed the performance test; electrical integrity and impedance were also within specification. Also, dissection and pressure testing did not show any leaks or traces of liquid or blood inside the catheter. However, a guide wire lumen kink was observed at 1.37 inches from the tip. In conclusion, the reported issue was confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a bend or kink was seen in the distal end of the balloon catheter. The push button could not be used to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.